Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers 12k14h25 and 12l11h25 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was reported as unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and the cause was unknown. On an unreported date, approximately 27 years ago, the pt began treatment with dianeal therapy (doses, frequency and lot not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Four days prior to this report, the pt was hospitalized for peritonitis. It was reported that the peritonitis was diagnosed based on elevated white blood cell (wbc) count (unspecified). On an unreported date, the pt received treatment for the peritonitis with vancomycin and gentamicin (doses, frequencies, and lots not reported). Concomitant therapy was not reported. It was reported the cause of the peritonitis was unknown and further described as this pt has multiple health issues. It was reported that the pt responded to the antibiotic treatment and seventeen days after experiencing the peritonitis, the pt was recovered. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.